Manufacturer narrative:
The log file of the affected device was provided. Based on the log entries it could be confirmed that a deviation of the measured rotation speed to the set rotation speed of the motor blower turbine occurred on (B)(6) 2018 at 13:14. The device detected the deviation and generated the alarm "blower defect". As no error code indicating a cause of the deviation was logged, no definite root cause could be determined. The device reacted as specified to the technical deviation by generating a visual and audible alarm to alert the user and stopping the ventilation. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted a system failure alarm during use. After that, the patient had a cardiac arrest. The system was replaced and changed from non-invasive ventilation (niv) to ventilation with a tube. The patient recovered by continuing ventilation.